Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a prime (prime issue) issue. It was reported that the user started having an issue with the "insulin spraying out" from the pump. The user refused to troubleshoot the issue. There is no indication that the product issue caused or contributed to an adverse event. No further information was available; if further information is provided a follow up report shall be made. This complaint is being reported because of the allegation of a prime issue.